Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm,vticm5_13.2, -11.0/5.0/086 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2018 and refractive surprise has been observed. The reporter stated that the lens remians implanted with poor va (visual acuity). Patient bcva 1.0 with over correction +0.75-1.25x63. If additional information is received a supplemental medwatch report will be submitted.